Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR: 2134265-2017-09676 and 2134265-2017-09670. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During the second imaging, the image became weak and eventually the opticross¿ imaging catheter was unable to pull during automatic pullback. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink was observed in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed, the rotator and imaging core assembly was pulled out from hub. Broken drive shaft was found within the sheath section of the device, however no windup was found. The drive shaft broken section is align with the kinked section. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR: 2134265-2017-09676 and 2134265-2017-09670. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During the second imaging, the image became weak and eventually the opticross¿ imaging catheter was unable to pull during automatic pullback. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported.